Event description:
While wearing the external equipment, the patient reportedly experienced an overly loud sensation followed by no sound perception. In october 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was non-functional. The decision was made to explant the device. The patient was reimplanted with another advanced bionics cochlear implant.